Manufacturer narrative:
UDI: (B)(4). The complaint device was received at the service center and evaluated. It was reported that the device was not working properly and should be repair. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor does not run smoothly. Further, there was a short circuit in the cable and cut in the cable. The motor and motor cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. User mishandling of the device can be the most probable root causes of cut in the cable. With the available information, we cannot determine the root cause of the other identified failures. The defective motor and short circuit in the cable would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the handpiece device was not working properly. During in-house engineering evaluation, it was determined that the device had a short circuit in the cable. There was no procedure nor patient involvement reported. No additional information was provided.